Event description:
It was reported that during an unspecified percutaneous transluminal procedure the catheter shaft contained a hole. The lesion location and characteristics are unknown. It was noted during the procedure that blood and saline were flowing out of hole in an unspecified location from the impulse guide catheter. It is unknown how the physician completed the procedure. No patient complications were listed and the patient's status was reported as 'fine'. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)